Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty flowmeter. It was confirmed that the flowmeter was not working. The flow meter was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the system tested according to the service manual. The pumps, drain valves and heater have been replaced and was working correctly. The arctic sun device displayed error 1 (patient line open) when the calibration was in progress. Apparently, the bypass valve did not work in calibration mode. The system did not pass the preventive maintenance. Preventive maintenance requested. The system did not record flow and not reach temperature. Per sample evaluation results on 26dec2023, it was reported that after calibration, the flowmeter stopped working, the power cord had a cut, and the fill tube had mold on it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the system tested according to the service manual. The pumps, drain valves and heater have been replaced and was working correctly. The arctic sun device displayed error 1 (patient line open) when the calibration was in progress. Apparently, the bypass valve did not work in calibration mode. The system did not pass the preventive maintenance. Preventive maintenance requested. The system did not record flow and not reach temperature. Per sample evaluation results on 26dec2023, it was reported that after calibration, the flowmeter stopped working, the power cord had a cut, and the fill tube had mold on it.